Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : according to the information received, "side roller of the handle that locks the implant to the introducer got broken during implantation." The product was not returned to depuy synthes, however photos were provided for review. (B)(4). The photo investigation revealed that the side red knob of attune femoral introducer was broken. The potential cause is associated with high cycle fatigue of the ml slide screw on either side of the cross pin, where the cross-sectional area is the smallest. The lifecycle requirements of the device are event related and depend on the use and inspection of the device in clinical practice. As the device can be damaged on the first or 100th use, the device must be properly inspected prior to each surgical use. Refer to the device/country specific IFU for information related to end of life, reprocessing instructions, and inspection procedures. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was confirmed as the observed condition of the attune femoral introducer would contribute to the complained device issue. Based on the investigation findings, potential cause can be attributed to end of life and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Please confirm did it broke into two pieces or not. Yes, broken in 2 pieces.

Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the handle that locks the implant to the introducer got broken during implantation. Was the product being used in a clinical trial? No did the event happen during a procedure? Yes were you in the procedure at the time of the event? No event outcome/how was it managed? No disruption to surgery time. Was still able to use the middle roller to remove implant. Was there any consequence to the patient due to complaint? No was the surgery prolonged due to the event? If yes, confirm how many minutes delay: no delay to operating time and no untoward effect to patient has the reporter facility indicated there may be legal action? No is the product available for return? No, (photo of item sent, see attached file) please give a detailed explanation of the event. Side roller of the handle that locks the implant to the introducer got broken during implantation. The middle roller was still working and was just able to remove the impactor to the implant (see photo)